Event description:
It was reported that the right ventricular lead svc (superior vena cava) coil had impedance greater than 200 ohms and that the lead was broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance. Three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2011 and (B)(6) 2011. Daily high voltage lead impedance trend data shows varying impedance and an abrupt increase for superior vena cava defib of 50 to 254 ohms peak, between (B)(6) 2011 and (B)(6) 2011.